Event description:
New information received notes that previously programming changes were not made. When the asymptomatic patient presented for device check, post-paced t-wave oversensing was observed again. Device was reprogrammed but the t-wave oversensing was still evident at greater amplitude. It was discussed that the physician may wish to consider continued monitoring as the t-waves are changing drastically and the device must be made significantly insensitive to resolve the new oversensing. It was mentioned that the patient had been in for a cardioversion. The initial changes were left in effect and the patient will be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via a merlin at home transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not received therapy during the oversensing. The oversensing was noted on a stored electrogram. Programming changes were recommended.